Event description:
It was reported that the sys would not produce an image. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable, c-arm end, connector. The system operates as intended.